Manufacturer narrative:
Concomitant medical devices: metasul ldh head, catalog no# 01001851xx ; lot no# unknown, metasul ldh head adapter, catalog no# 0100181xxx ; lot no# unknown. Concomitant medical products: therapy date: (B)(6) 2017. The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to metallosis, elevated metal ions, pain and metal debris.

Manufacturer narrative:
Medical product metasul ldh head, 50, code p, taper 18/20 catalog #: 0100181500 ; lot #: 2383402, metasul ldh head adapter, s, -4, taper 12/14-18/20 catalog #: 0100185145 lot#2381002 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 extended offset catalog #: 65771101220; lot #: 60509668. Therapy date : (B)(6) 2017. This case was reopened on (B)(6) 2018 to enter additional information which was received on (B)(6) 2018. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and underwent revision due to metallosis, elevated metal ions, pain and metal debris and reaction.